Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading is 233 mg/dl. Customer's insulin pump has alarmed button error. The blood glucose reading at the time of the event was 40 mg/dl. The paramedics were called to the residence to treat the low blood glucose. Customer was not taken to hospital. Customer was treated with IV insulin and food. Customer stated that he had taken a manual injection and infused with insulin pump causing a low episode. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corrode keypad traces. No button stuck, ramping umbers, or scroll bar moving with no input noted. Unable to perform the displacement, prime, basic occlusion, occlusion and excessive no delivery alarm tests due to no button response.